Event description:
The customer reported that the thread on the luer lock was stripped and popped off during a left eye vitreo-retinal procedure. There was no patient harm reported. Additional information and a product sample have been requested.

Manufacturer narrative:
A product sample was received at the manufacturing site and is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. One viscous fluid control(vfc) sample was returned and visually inspected. In returned condition, the vfc cannula was connected to the luer lock of the syringe and bent at the cannula tip. The syringe barrel to the vfc syringe were not properly engaged with the adapter. Furthermore, the syringe threads of the luer lock were lubricated with silicone oil. The oil slicked threads on the luer lock can prevent the vfc cannula from properly engaging and likely resulted in the customer's experience. The vfc sample was tested on a console, representing the current software version. The consoles could recognize the vfc by illuminating green on the led ring. The vfc sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe; no anomalies were observed. Pressure was stable during testing. Additionally, all connections were found to fit securely with no abnormalities. The returned sample met specifications. After laboratory testing and based on the returned condition of the sample with silicone oil found on the luer lock threads, the root cause of the customer's complaint is likely related to customer misuse of the device. The evidence of oil found on the threads is consistent with other complaints of a similar nature where the syringe was used to aspirate silicone oil into the syringe and therefore can result in the customer's experience. The silicone oil should be filled per the directions-for-use (dfu) into the syringe barrel and not aspirated into the syringe. The returned sample was tested and functioned per specifications. (B)(4).